Event description:
Senseonics was made aware of an incident where it was reported that sensor broke during removal procedure. The event happened on 17 feb 2026. According to the hcp, user reported significant scar tissue which complicated the removal. The distal sensor tip broke into multiple pieces during removal. Hcp indicated that all pieces of the sensor appeared to be removed, including the dexamethasone collar which was still intact with the larger piece of the sensor. All pieces of the sensor were removed, but they were disposed of. No RMA will be issued as the pieces are not available for return. Per dms, user is currently not using the system.

Manufacturer narrative:
The reported that sensor broke during removal procedure. The event happened on 17 feb 2026. According to the hcp, user reported significant scar tissue which complicated the removal. The distal sensor tip broke into multiple pieces during removal. Hcp indicated that all pieces of the sensor appeared to be removed, including the dexamethasone collar which was still intact with the larger piece of the sensor. All pieces of the sensor were removed, but they were disposed of. No RMA will be issued as the pieces are not available for return. Per dms, user is currently not using the system.